Manufacturer narrative:
The lot number provided was 75x14. However, this is missing a digit and attempts for clarification were unsuccessful. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set clip was disconnected from the site overnight. Blood glucose was adversely affected and reported at 600mg/dl. The patient connected tubing clip back to the site and resumed insulin to resolve the issue. No permanent injury reported at this time.